Event description:
On the initial report received by aso on 07/24/2023, the consumer stated that the product caused an allergic reaction. The consumer returned a customer information request (cir) on (B)(6) 2023. The consumer reported that he used the product on an open cut. And caused a red sore through the wound. The consumer went to the dr. And gave him antibiotics. In addition, the consumer confirmed that the issue was with the pad area.

Manufacturer narrative:
As of 08/28/2023 aso submitted retained samples product for testing with no defects or observations. Aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product. Refer to section b.6 of this report for further details.